Event description:
Patient called to report adverse events involving her mentor breast implants. Patient stated for the last year, she's experienced breast implant illness with symptoms including: soreness around implant, breast pain, chronic migraines, brain fog, dizziness, chronic neck and shoulder pain, hot and cold intolerance, chronic fatigue, metallic taste in mouth, metallic body odor, blurred vision, ringing in the ears, sinus issues, hair loss, restless legs, loss of appetite, unexplained anxiety and depression and insomnia. Pt said within a week of explanting her implants, the brain fog and migraines were immediately gone. Pt said the difference of how she feels after explant is night and day.